Event description:
The customer reported that the charge button has a 2 to 3 second delay. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the charge button has a 2 to 3 second delay. There was no reported patient involvement. The customer localized the issue to the therapy pca. The customer replaced the therapy pca to resolve the issue.